Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on unspecified dates between (B)(6) 2019 and (B)(6) 2019. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of one-link neutral luer activated devices "kept disconnecting" from the unspecified primary tubing. The sets were connected to unknown number of patient's PICC (peripherally inserted central catheter) lines. There was no report of patient injury or medical intervention associated with this event. No additional information is available.